Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model fb-18v is available in the USA with a 510k number k951199. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the water tube clogged. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the water tube. In addition, our technician confirmed that the objective lens broken, the angle wire play, the water nozzle clogged, the cfb (coherent fiber bundle) crushed, the lcb (light carrying bundle) crushed, the lcb distal cover glass scratched, the air tube dirty, the water tube dirty, the lg prong top dirty, and the bending rubber worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0630 (air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Air/water tube clogged.